Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported the ipg is experiencing battery passivation and had subsequently stopped providing stimulation. The ipg was reprogrammed and the battery passivation indicator was cleared. As the pt regained stimulation, the ipg remains in use. F/u on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.